Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not fully power up. The customer replaced the cpu board however the issue persists. There was no patient harm, patient information has been requested.

Manufacturer narrative:
During troubleshooting, the manufacturer's field service engineer reported the vent alarmed constantly. The fse also found that the backup alarm that plugs into the pm board had been disconnected. The fse also replaced the data acquisition pcb to motor controller pcb cable kit as a preventive measure. The power management board was returned to the manufacturer for failure investigation. The failure investigation technician found that the reported problem could be reproduced. Diagnostic codes were read out (using a functioning pm board) and many other error codes had been logged (e/c 1007, 1104, 1106, 1107, 110e, 110f, 1110, 1113, 1115, 111b, 1127, see drpta attachment). The issue was traced to the pspidomlvd signal on pin 2 of u16 being shorted to gnd (7 ohm resistance). On the customer returned pm pcba, a failed u16 caused a short against ground on the differential spi bus (pspidomlvd signal line).

Event description:
The customer reported the device will not fully power up. The customer replaced the cpu board however the issue persists. Patient information was requested and none has been provided.